Event description:
The consumer's foot allegedly fell off the footrest and was pulled behind the seat, causing him to run it over. This allegedly resulted in ligament damage and swelling to his leg.

Manufacturer narrative:
Consumer ordered chair and stated it was physician approved. Consumer reportedly expressed concern about using footrests due to spasms occurring. Consumer's feet came off the foot rest several times and in one particular event, consumer ran over their foot. Consumer allegedly went to a physician and was informed they have ligament damage. Manufacturer contacted user asking for medical documentation of alleged injuries. MDR filed based on alleged serious injury. No malfunction apparent.